Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unresponsive button due to blank display. The moisture damage keypad traces during visual inspection. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was delivering insulin, but nothing was on the pump screen. The customer's blood glucose level at the time of incident was unknown. The customer's blood glucose level had been as high as 300mg/dl, and as low as 50mg/dl. The mother states the button were also unresponsive. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the high and low blood glucose levels.